Event description:
18f manta vascular closure device was being used for a right femoral access site closure. The manta device partially occluded the right femoral artery requiring balloon angioplasty intervention.